Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the right side. Approximately 8 years post initial operation, they were revised due to instability. The surgeon performed a synovectomy and used a bone graft after removal of a cyst that was located on the superior aspect behind the baseplate. No further information available.

Manufacturer narrative:
D10: 320-15-01 - eq rev glenoid plate, 300-01-17 - equinoxe humeral stem primary press fit 17mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.